Event description:
It was reported that the patient has deceased. There is no allegation from a healthcare professional that the death was device related. The cause of death was acute cardiopulmonary arrest. No additional information was reported.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.